Event description:
On (B)(6) 2023, fujifilm healthcare americas corporation was informed of an event involving eg-740ut. It was reported that during an eus-hds, the stent could not be completely released from the endoscope because it penetrated the balloon. The stent was removed with the scope, and the punctured hole of the duodenum was sutured with clips using a different endoscope. There is no death or serious injury associated with the event.